Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 04sept2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer determined that the replacement of the exhalation flow sensor was required to assess and correct the reported condition. The device then passed an air flow accuracy test, and passed an extended self-test. The exhalation flow sensor was return for analysis. An investigation was performed and the exhalation flow sensor reading out of spec. Was duplicated due to the exhalation flow sensor heated film element was contaminated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a ventilator with diagnostic code (3126) flow error. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.